Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Gastric ulcers are a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site bleeding. It was reported that the patient's stoma site was not infected. On an unknown date, it was reported that the patient lost 16 kg. On (B)(6) 2023, the patient underwent a gastroscopy during which gastric ulcers and lesions were found. It was reported that the patient had an ulcer near the internal retention plate and the patient's internal retention plate was loosened and cleaned. It was reported that the patient's tubing was not changed.